Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned to baxter for evaluation, however, a photograph of the device was returned for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. The root cause investigation is currently being performed under CAPA # (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that similar reports have been received by baxter. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoirs of two intermate lv250 devices ruptured during patient use. This is report number 2 of 2. The devices were infusing the patient with fortum when the reservoirs ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.